Event description:
It was reported by the patient that they feel dizzy and generally "not well" when they are near an air compressor at their work. Concerned about possible electromagnetic interference, and states they feel similar to feelings during device checks. Patient also reported hearing their implantable pulse generator (ipg) "squeal," and make sounds like a wrist watch/tick tock sound. Patient has not yet discussed these symptoms with their physician and was advised to contact their doctor/cardiologist concerning these symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).